Manufacturer narrative:
Additional information received via gfe indicated there was no malfunction with the battery. The customer requested a battery to have as a spare.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that customer requested a quote for battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).